Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured. The 99% stenosed and calcified lesion was located in the distal right coronary artery. The maverick2 crossed the lesion and was inflated. The balloon ruptured at 8 atms on the first inflation. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient status is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.